Event description:
It was reported that there was difficulty in removing the burr. A 2.00mm rotalink plus was selected for use along with a rotawire. During the procedure, it was noted that there was difficulty removing the burr due to resistance with the rotawire. The burr was removed from the patient independently off the wire. There was no additional intervention required. The procedure was completed with a different device. No complications reported.